Event description:
Pt placed in wheelchair and when seat was completely opened the pt's finger was caught between seat and chair resulting in a right long finger distal phalanx amputation secondary to a significant bone crush injury. No other complaints reported. No report of malfunction. This appears to be misuse, as pt placed hand in mechanism before chair fully open. To the best of our knowledge there was no malfunction. Due to (B)(4) regulations we could not speak with pt or f/u with further investigation.